Manufacturer narrative:
Device not returned to MFR.

Event description:
Pt experienced wound dehiscence after a radial prostatectomy procedure. The wound separation was closed with suture and general anesthesia in the operating room.